Manufacturer narrative:
The account is confident that the white piece of plastic retrieved from the patient anatomy is not related to the prostyle device and there was no reported device or patient issue associated with this device. Additionally, the prostyle device is not manufactured with any white plastic. There is nothing in the information provided that meets any part of the definition for a complaint. B1 correction: adverse event removed. H1 correction: serious injury removed. D4: a partial UDI was provided as the lot number is not known.

Event description:
The account is confident that the white piece of plastic retrieved from the patient anatomy is not related to the prostyle device and there was no reported device or patient issue associated with this device. Additionally, the prostyle device is not manufactured with any white plastic. There is nothing in the information provided that meets any part of the definition for a complaint.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a few days after the patient underwent a procedure and subsequently had a prostyle device deployed, the patient experienced claudication symptoms. A surgical cut down was performed to remove a white piece of plastic. The account is confident that the white piece of plastic is not related to the prostyle device. No additional information was provided. This has been captured as a non-complaint product experience. The account is confident that the white piece of plastic retrieved from the patient anatomy is not related to the prostyle device. There was no reported device or patient issue associated with this device. There is nothing in the information provided that meets any part of the definition for a complaint as stated in 21 cfr 820.3. Estimated date.